Manufacturer narrative:
Qn# (B)(4). The customer returned one dilator, one guide wire, and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire body. Visual analysis revealed that the guide wire contained two kinks. Additionally, the distal j-bend appeared slightly misshapen. Microscopic analysis confirmed the kinks and revealed that the distal and proximal welds appeared secure and intact. No defects or anomalies were observed on the dilator. The kinks in the guide wire measured 213mm and 970mm respectively from the distal weld. The guide wire total length measured 100.1cm, which is within the specification limits of 99.4mm-101.3mm per the guide wire graphic. The guide wire outer diameter measured .886mm, which is within the specification limits of .866mm-.900mm per the guide wire graphic. The dilator length from the hub to the tip measured 3 13/16", which is within the specification limits of 3 3/16"-3 15/16" per the dilator graphic. The dilator outer diameter measured .1067", which is within the specification limits of .105"-.107" per the dilator graphic. The dilator inner diameter measured .058", which is within the specification limits of .057"-.061" per the dilator graphic. The inner diameter of the dilator tip measured .036", which is within the specification limits of .036"-.038" per the dilator graphic. The guide wire was passed through the dilator. Minor resistance was observed; however, the dilator was able to pass completely though the dilator. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The report of a kinked guide wire was confirmed through complaint investigation. Visual examination confirmed that there were two kinks across the guide wire body. The returned components passed all relevant functional and dimensional inspections, and a device history record review was completed with no relevant findings. Based on the customer report and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during insertion, the user met with difficulty and could not pass the dilator over the swg (spring wire guide). A new kit was used without issue.

Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg/dilator resistance - kinked.

Event description:
The customer reports that during insertion, the user met with difficulty and could not pass the dilator over the swg (spring wire guide). A new kit was used without issue.